Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension, thrombosis, transient ischemic attack (tia), and visual disturbances are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that a xact stent was successfully implanted in the left internal carotid artery on (B)(6) 2011 for treatment of a 95% stenosis. Post procedure same day, the patient developed hypotension. Blood pressure medications were held and sudafed was administered. The patient was discharged two days post procedure with hypotension continuing and sudafed prescribed. On (B)(6) 2011, the patient presented with aphasia, visual blurring and left facial droop. Etiology was thought to be an 80% right internal carotid artery stenosis that was pending treatment. Head computed tomography (CT) performed (B)(6) 2011 revealed no acute hemorrhage and no evidence of large ischemic event. Repeat angiogram performed (B)(6) 2011 revealed thrombotic occlusion of the xact stent. On (B)(6) 2011, endarterectomy was performed successfully. Per physician, the patient is plavix non-receptive which caused the thrombosis and transient ischemic attack. The patient was discharged (B)(6) 2011 and current condition is reported as good. No additional information was provided.